Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners caused too much discomfort, infected their gums and caused bleeding. At check in patient marked true to discomfort, excessive bleeding, inflammation, gingivitis, sensitivity, jaw discomfort. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.